Manufacturer narrative:
The motor arm cannot communicate with the main arm and inverse critical block did not add to zero error alarm not found during testing. Device failed the prime test. Failure has been isolated to force sensor. Device passed the self test, sleep current measurement, active current measurement, rewind test, test, basic occlusion test, occlusion test, force sensor test, and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son was experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl,155 mg/dl. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.